Manufacturer narrative:
An initial evaluation of the device, performed by an olympus field service engineer (fse), was performed and the b40 error code identified; however, further evaluation was not performed and a definitive root cause was not identified. The fse recommended to the user facility that the device be returned to olympus for further evaluation. The device has not been returned for evaluation at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus field service engineer (fse) reported the evis exera iii video system center displayed an error code b-40, during maintenance. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b40 error could not be identified. Olympus will continue to monitor field performance for this device.